Event description:
Customer reported that three discordant patient electrolyte results were generated by the dimension xpand plus with hm integrated chemistry system. The patient results were released from the laboratory. The samples were retested on the back-up system. Corrected results were issued to the attending physicians. There are no reports of any changes to the care or treatment of the patient. There are no reports of any adverse patient consequence or need for medical intervention to preclude serious injury.

Manufacturer narrative:
A siemens field service engineer (fse) visited the site and examined the system. The fse found a broken pin on the salt bridge power wire leading from the system power to the salt bridge solenoid. The fse repaired the broken pin. The instrument is performing within specifications. No further evaluation of the device is required.